Event description:
It was reported that this right ventricular (rv) lead dislodged resulting in impedance issues and high pacing threshold. Lead was repositioned. No additional adverse patient effects were reported.